Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: 2 sets of bd alaris pump infusion set rer:2420-0007 tubing separated at blue plastic piece after being primed. Fell apart shortly after being primed. Additional information received from the customer: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. = no patient harm. Delay in infusion preparation and initiation.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2420-0007 lot number 25055175 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.